Manufacturer narrative:
Stryker performed an initial evaluation of the device. Observed error codes that could indicate a faulty system board. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device had an error indicating irregular energy delivered. In this state the device may not be able to deliver proper defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device had an error indicating irregular energy delivered. In this state the device may not be able to deliver proper defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker service representative verified and duplicated the reported issue. Technician replaced the therapy pcba to repair device for service code and abnormal energy delivered message. Device passed performance inspection procedure and was returned to the customer for use. Stryker product assessment center (pac) received the returned therapy pcba but was unable to replicate issue when testing the component. No further root cause could be determined.